Event description:
The plaintiff had a previously implanted non-ams mesh. On (B)(6) 2008, the plaintiff had "an attempt to resect and remove" the non-ams mesh and "replaced with an ams bioarc system." It was alleged by the plaintiff's attorney that the plaintiff experienced "serious bodily injuries, including extreme pain, continued stress urinary incontinence, erosion of her internal bodily tissue and other injuries." It was reported that on (B)(6) 2011, the "bioarc system was extracted" from the plaintiff. It was also alleged by the plaintiff's attorney that the plaintiff has "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.